Manufacturer narrative:
Investigation summary: one photo and one sample with open packaging of batch 2111043 and catalog 393224 were received by our quality team for evaluation. From the photo, the team observed a 20g venflon pro safety product with a broken cannula remaining in the catheter and the other portion of the cannula attached to the needle hub. The returned sample was subjected to visual inspection. Dents and crease lines were observed on the bottom web of the packaging. A broken cannula was observed. From the broken edge of the cannula, curved edges were observed. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the returned sample, curved edges were observed on the broken edge of the cannula. This suggests that material necking has occurred which is likely caused by the cannula being bent beyond the ultimate strength that the cannula can withstand. This eventually led to the broken cannula. The manufacturing process was reviewed. There is no process during manufacturing that would cause the cannula to bend to such extent that would break the cannula. In addition, if the needle was bent, it is not possible to assemble the protection tube. Therefore, the reported nonconformance is not caused by the manufacturing process. A 20g venflon pro safety sample was bent at about 90 degrees in the unit packaging. The sample was then removed from the package and inspected. A similar defect was replicated and when comparing, the broken cannula length of the simulated sample and the actual returned sample is of similar length and likely to be bent at the same location. Therefore, the probable root cause for the broken cannula could be due to the manipulation of the product or inappropriate storage of the product such as over packing the shelf which resulted in the product to bend. However, as it is not possible to confirm how the product was handled, the root cause cannot be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter needle broke from the base and remained in the cannula while being tested before use on a patient. The following information was provided by the initial reporter, translated from dutch: "needle broke loose from base. Needle remained in venflon cannula. It would have remained in the patient if not tested for usability."